Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for four patient samples tested for an unspecified number of assays on a cobas 6000 c (501) module - c501. Data was provided for one patient sample which had erroneous results for ca2 calcium gen.2 (ca) and altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation (alt). The sample initially resulted with a ca value of 5.3 mg/dl, then was repeated on the same analyzer, resulting as 5.9 mg/dl. The sample was also repeated on a second analyzer twice, resulting with ca values of 8.8 mg/dl and 9.0 mg/dl. The erroneous ca results were not reported outside of the laboratory and the repeat result from the second analyzer was believed to be correct. The same sample initially resulted with an alt value of 82 u/l and this value was reported outside of the laboratory to a physician's office. When repeated on the same analyzer, the alt result was 19 u/l. The repeat alt result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The ca reagent lot number was 300982. The reagent expiration date was asked for, but not provided. The alt reagent lot number was 31026801, with an expiration date of 03/31/2019. The field service engineer determined that there was contamination and a clot in the probe. He flushed the flow path. He performed a decontamination of the system and performed an air purge. The customer ran controls and these were good. The customer also had no issue running patient samples. The analyzer was performing within specifications. The issue was solved by the service actions.